Event description:
It was reported that immediately after insertion the console experienced helium loss alarms. The console was exchanged but the alarms continued. As a result, the assembly was removed. A new kit was obtained and used without further difficulty.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.